Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA / 510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the device displayed a technical failure 300, 316, 400,545 errors. Complainant did not indicate if there was any patient involvement.

Manufacturer narrative:
Additional information received indicates that the customer was able to provide log files for further investigation. Log review found the last full annual calibration was performed on (B)(6) 2020. The reported alarms were linked to overdue maintenance and calibration, causing valve calibration issues and possible leaks during earlier use. After completing maintenance and calibration on (B)(6) 2025, logs confirmed that the circuit test and calibrations passed successfully. No active alarms were observed during subsequent startups on that date. Recommend performing full annual maintenance and calibrations, and monitoring if the issue recurs.